Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dil cath: 4 x 100 mm, guide wire: terumo, sheath: 6 f introducer sheath. The device was received. Investigation is not yet complete.

Manufacturer narrative:
(B)(4). The self expanding stent system (ses) was returned with blood on the stent implant and in the shaft and distal outer sheath. There was no saline visible. The stent implant was stationary on the shaft between the markers. There was no damage noted to the stent implant. The distal outer sheath was flush to the tip and was not retracted. The outer member had separated at the distal end of the outer outer member exposing the inner braiding. The fracture face was jagged. There was no other damage noted to the ses. The handle was in the locked position. The handle of the ses was opened to reveal the rack was in the proximal end of the handle which is consistent with the attempt to deploy the stent. Potential factors for shaft separation include, but are not limited to, excessive force during advancing, handling during preparation or during use, shaft kinks and manufacturing. To ensure this is not result of a manufacturing deficiency, all self expanding stent systems are visually inspected for damage/kinks. Due to the reported calcified nature of the anatomy it is possible that the shaft may have kinked whiled advancing to the lesion site which may have caused the shaft to kink, thus, subsequently attempts to retract the sheath with the thumb wheel contributed to the reported shaft separation. As a result of the separation, the sheath will not retract to deploy the stent which contributed to the failure to deploy. In this case, the reported shaft separation and failure to deploy appear to be related to operational context of the procedure and there is no indication of a product quality deficiency. A review of the finished product lot history records did not reveal any nonconforming material records for this lot.

Event description:
It was reported that during attempted stent deployment in the very calcified, angular, left superficial femoral artery, via contralateral approach, the absolute pro thumbwheel was completely turned, however, the sheath split into two pieces. The stent did not deploy and there was no partial stent deployment. The stent delivery system was completely removed through the introducer sheath, without intervention, and there was no adverse patient effect. Though requested no additional information was provided.